Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a hole in the tubing of a clearlink system continu-flo solution set. The one-centimeter-long hole was identified by the nurse during priming and prior to patient connection. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: the device was received for evaluation. Visual inspection revealed a hole in the tubing. The reported condition was verified. The cause of the condition was determined to be related to the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.